Manufacturer narrative:
(B)(4).

Event description:
It was reported that a replace sensor now message was reported. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2019. Data was evaluated and the allegation was confirmed as early sensor expiration. The probable cause of the early sensor expiration could not be determined. The reported event of a replace sensor message is reportable based on the finding of early sensor expiration. No injury or medical intervention was reported.